Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing was found. The device was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on her insulin pump. The customer states that after working out with the pump, her buttons were no longer responsive. The customer's blood glucose was 99mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced.